Event description:
It was reported that pump issued cartridge alarm 20 during cartridge load process after caller removed used cartridge before being prompted. There was no adverse impact to the customer¿s blood glucose level. Customer was educated to wait for prompt before removing used cartridge, confirmed understanding, confirmed use of multiple daily injections as backup therapy, and pump had already been replaced under previous case.